Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2008, explanted:(B)(6) 2026, product type: catheter. Ubd: 24-mar-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) for non-malignant pain. It was reported that the referring physician attempted aspiration during the patient's most recent routine visit for a refill. They were not able to aspirate from the pump during a routine visit. During the replacement surgery, the surgeon was also unable to aspirate from the catheter access port (cap) chamber, so the surgeon opted to place a new catheter along with the new pump. The patient's complete system, pump and catheter, were replaced today. The old catheter was tied off and remained in the spine. It was unknown as to why the old catheter would not allow aspiration. The issue was resolved at the time of the report. No additional information was given by the referring physician. The healthcare provider (hcp) had no further information for the manufacturer. That the patient did not report any signs or symptoms. The patient stated that their pain relief had not changed. There were no known factors that would contribute to this issue. No other information was available regarding this event.